Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found introducer needle bent outside of needle hub causing needle hard to remove from sensor as noted in the comments by the customer. No broken or missing parts were observed during analysis. In summary, the customer complaint for needle hard to remove was confirmed. The customer complaint of broken sensor needle was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the needle housing came out, and the introducer needle was hard to remove. The customer noticed the issue with the sensor was after insertion. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, and the non-serialized device was replaced. The customer reported that the consumable or introducer needle not fractured while in the body. No harm requiring medical intervention was reported. Mmt-7040a was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.